Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the wire anchor of the truetome 44 was dislodged from the catheter. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.